Event description:
Perclose system used during an angiogram . S/p procedure the pulse in the right groin was absent. An incision was made in the right groin and common femoral and external iliac artery. The percutaneous occlusion device was found intra-arterially. There was a bruised segment of the artery proximal to this in the external iliac artery. Bruised portions were excised and the string from the occlusion device was cut flush with the intima and several tacking sutures were used to invert the area. A patch of darcon was sutured in place at the iliofemoral artery.